Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument pogo were stuck, this may cause the instrument to not be recognized by the system. The instrument was placed on an in-house is3000 da vinci system and it failed recognition and engagement testing. The evidence was inconclusive, but the damage was likely due to improper cleaning. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .025 - .267 in length and not aligned with the tube axis. Evidence was inconclusive, but damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si sigmoid colectomy procedure, the fenestrated bipolar forceps instrument was not recognized by the system. The staff attempted multiple times with the same issue. The instrument was not used in the procedure. No patient harm, adverse outcome or injury was reported.